Event description:
It was reported that the patient had a driveline communication fault. The alarm cleared and did not return. The log file review confirmed the driveline communication faults, with the last one occurring on (B)(6) 2022. It was recommended to exchange the modular cable and the controller.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a4: patient weight was requested but not provided. Manufacturer's investigation conclusion: evaluation of the submitted log files confirmed driveline communication fault alarms; however, a specific cause for these alarms could not be conclusively determined through this evaluation. The submitted system controller event log file captured com b fault flags and driveline communication fault alarms from 04jun2022 to 06jun2022. No other notable events were captured, and the pump appeared to have operated as intended throughout the captured data. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address all system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.